Event description:
It was reported that the customer experienced a past ongoing blood glucose (bg) level of 520 mg/dl; cause was unknown. Customer gave a bolus via the pump and manual injection to address bg level. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with lispro insulin. Additionally, the cartridge was loaded with cold insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.